Manufacturer narrative:
Corrected data: date of event is unknown. Pro code: hwc. Concomitant products: reported in error.

Event description:
This is 7 of 9 reports for an unknown locking screw for event (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Pt implanted on (B)(6) 2011, with 2.4 mm lcp straight wrist plate and screws, right wrist, returned to surgeon on an unk date complaining of pain. Pt was returned to operating room on (B)(6) 2012 for removal of all hardware. Surgeon noted pt was healed and no new hardware was required. This is 7 o 9 reports for this event.